Event description:
During a remote follow up, high defibrillation impedance was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were noted. The rv lead was capped and replaced to resolve the event. The patient was stable.